Event description:
On my lunch break on (B)(6) 2026 close to 1pm in the afternoon I was having very bad menstrual cramps so I went to walgreens and bought a box of the walgreens brand heart shaped heat patches for menstrual pain. On the box they say comparable to the brand midol heat vibes menstrual heat patches and I have used those before with no problems so I bought the walgreens brand due to being cheaper this time. I placed the patch on me around 1:30pm after buying the patches and removed the patch from my skin around 5pm. The patch never felt got "too hot" or even felt like it was warm enough to burn my skin. I had no clue that the patch had burned my skin underneath it until I took the patch off and my skin continued to burn and sting for several minutes after taking it off, so I looked and the 1 patch I used after buying them from walgreens had burned my skin underneath the pad- leaving a heart shaped burn and blisters behind.